Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, the atrial lead exhibited multiple episodes of auto mode switch episodes due to noise. The physician elected to continue to monitor the patient; the patient was in good condition.